Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, when the physician was implanting the atrial lead, the patient suffered several symptoms of heart failure not related to the device. The physician decided to terminate the procedure. A new procedure will be scheduled when the patient's condition is stable.